Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that blood glucose levels rose above 250 mg/dl while wearing the pod between 5 and 24 hours on the arm. Upon removal, the cannula was reported to be kinked. As treatment, a new pod was successfully applied.